Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thorascopic wedge segmental resection, at the first firing of segmental resection of lung, the surgeon started squeezing the handle, however could not fully squeeze it and could not fully fire the device to pulmonary parenchyma. They did not clamp any clips nor forceps. The procedure was completed with another device. There was no patient injury.